Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 3006705815-2019-04990. It was reported that x-rays revealed that the patient's leads had migrated. Surgical intervention is expected to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It is unknown which lead was explanted, therefore, both leads are being reported on.

Event description:
It was reported that the patient's migrated lead was explanted and replaced on (B)(6) 2020. Therapy was restored following the procedure.